Event description:
Additional information was received indicating the physician was aware of the ongoing out of range shock impedance measurements and that they elected to leave the ICD and rv lead in triad configuration. The plan was to continue monitoring the system. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead from another manufacturer exhibited high out of range shock impedance measurements. The field representative noted that changing the vector from rv coil to can had a shock impedance measurement of 74 ohms. The system remains in service. No adverse patient effects were reported.